Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46 cm distal to the is-1 connector pin. All fragments were received for analysis. The visual inspection of the returned fragments showed approx. 21 cm distal to the is-1 connector pin the ligature marks. In addition abrasion marks along the lead body were observed. In particular, approx. 28.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Blood penetrated the lead in this area. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation and deformations of the inner and outer conductor coils were found which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported this lead was explanted and replaced due to no sensing and no capture.